Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: based on the returned sample analysis, a black embedded foreign matter was observed inside the needle hub. The needle hub is an molded product. There is no issue in the manufacturing records of lot no. 902160. Lot no. 9021609 is 100% inspected by camera and visual inspection. In addition, lot no. 9072974 was conducting the same 100% inspection. The inspection records for both lots were reviewed, but there was no issue in the records. As the embedded foreign matter observed is very small, it may be difficult to visually detect the foreign matter from outside of the needle shield. The black embedded foreign matter observed is determined a material like polypropylene resin that has been thermally deteriorated and carbonized and embedded into the needle hub.

Event description:
It was reported that pir3-255 hypoint ndl 27ga1/2in sorted ir had foreign matter between the needle and the syringe. The following information was provided by the initial reporter: a nurse found black debris on the junction between the body of the syringe and the needle while preparing for inoculation.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9021609, medical device expiration date: 2024-02-29, device manufacture date: 2019-07-29. Medical device lot #: 9072974, medical device expiration date: 2024-03-31, device manufacture date: 2019-08-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pir3-255 hypoint ndl 27ga1/2in sorted ir had foreign matter between the needle and the syringe. The following information was provided by the initial reporter: a nurse found black debris on the junction between the body of the syringe and the needle while preparing for inoculation.